Event description:
It was reported a perforation occurred. On (B)(6) 2011, patient was implanted with a greenfield vena cava filter (gvcf). The filter was placed into the inferior vena cava below the right renal vein without any difficulty. Approximately, september 5, 2018, the patient underwent a computed tomography (CT) scan, which revealed the gvcf had possibly perforated the vena cava wall in the lumbar area (l2-l3).